Event description:
During investigation of the monitor, a reportable malfunction was found. The monitor failed essential performance testing.

Manufacturer narrative:
During investigation of the monitor, a reportable malfunction was found. The monitor failed essential performance testing. Upon investigation the monitor was unable to complete incoming functional testing. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged monitor.